Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was noted. The archive data indicated multiple ua07 messages around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system detected a weight/load imbalance between the two load cells, which was checked during the power-on-self-test. The load cell characterization indicated single point load cell module 2 was over-reporting and will affect the linearity of the two load cells installed in the autopulse platform. The failed load cell needs to be replaced to address the ua07. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance by the customer, the autopulse platform sn (B)(4).displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer tried troubleshooting by replacing the lifeband, but the error persisted. No patient involvement.